Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose (bg) was 396 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.